Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "they have a defect in the cap, which causes spills and accidents in the laboratory. When gripping the tubes, the cap detaches easily, causing the sample to spill and lose it. The grip on the tube cap is insufficient and detaches easily, causing inconvenience when handling the tube. A new sample must be taken." Additional information: 04/07/2021: when is the stopper coming out? - it comes out after the tube is uncapped. Was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube. - no, the samples were taken using vacuum and dripping. Was the closure recapped? Was there a tight seal? - yes, the tube was closed again when samples were dripped and after sample processing, and then there was no fit in the tube, what is the number of tubes affected? - the entire lot reported. Has there been any harm to the patient / healthcare professional? (Detail) when presenting spillage of the samples, new samples had to be taken. Was there a need for medical and / or surgical intervention due to what happened (imaging tests, surgery, administration of medications, etc.)? (Detail) no. Has there been blood exposure to mucous membranes or skin? (Detail) no, since barrier elements are used. Yes, spills have occurred on surfaces.

Manufacturer narrative:
H6:investigation summary: bd had not received samples or photos for evaluation of material # 367812, batch # 0286251. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions (CAPA) (B)(4). H3 other text : see h10.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "they have a defect in the cap, which causes spills and accidents in the laboratory. When gripping the tubes, the cap detaches easily, causing the sample to spill and lose it. The grip on the tube cap is insufficient and detaches easily, causing inconvenience when handling the tube. A new sample must be taken." Additional information: (B)(6) 2021: when is the stopper coming out? It comes out after the tube is uncapped. Was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube. No, the samples were taken using vacuum and dripping. Was the closure recapped? Was there a tight seal? Yes, the tube was closed again when samples were dripped and after sample processing, and then there was no fit in the tube. What is the number of tubes affected? The entire lot reported. Has there been any harm to the patient / healthcare professional? (Detail) when presenting spillage of the samples, new samples had to be taken. Was there a need for medical and / or surgical intervention due to what happened (imaging tests, surgery, administration of medications, etc.)? (Detail) no. Has there been blood exposure to mucous membranes or skin? (Detail) no, since barrier elements are used. Yes, spills have occurred on surfaces.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "they have a defect in the cap, which causes spills and accidents in the laboratory. When gripping the tubes, the cap detaches easily, causing the sample to spill and lose it. The grip on the tube cap is insufficient and detaches easily, causing inconvenience when handling the tube. A new sample must be taken." Additional information: 04/07/2021: when is the stopper coming out? - it comes out after the tube is uncapped. Was a syringe used to fill tubes? Was plunger pushed to blood or was the vacuum used to draw the blood into the tube. - no, the samples were taken using vacuum and dripping. Was the closure recapped? Was there a tight seal? - yes, the tube was closed again when samples were dripped and after sample processing, and then there was no fit in the tube. What is the number of tubes affected? - the entire lot reported. Has there been any harm to the patient / healthcare professional? (Detail) when presenting spillage of the samples, new samples had to be taken. Was there a need for medical and / or surgical intervention due to what happened (imaging tests, surgery, administration of medications, etc.)? (Detail) no. Has there been blood exposure to mucous membranes or skin? (Detail) no, since barrier elements are used. Yes, spills have occurred on surfaces.

Manufacturer narrative:
Correction: bd had reported in MFR # that CAPA # 1875009 had been opened to address the issue. This was the incorrect reference #. Refer to CAPA pr # 3741863 for complete documentation and action plans.